Event description:
Allegations of joint and muscle pain, extreme fatigue, memory loss, headaches, dizziness, ringing in ears, irritable bowel, and rupture allegations of silicone leakage due to gel bleed and rupture of both prosthesis.